Event description:
Pt seen in interventional radiology (B)(6) 2020 for right PICC line revision. Upon x-ray of right chest, foreign body located in tract of PICC line. Ir md retrieved piece and noted to be wire from previous PICC line insertion attempt. Wire approx 5 cm long. New PICC was able to be placed in right upper arm 40cm long. X-ray confirmed placement and positive blood return.